Manufacturer narrative:
The reported event of premature depletion of battery was confirmed. Complaint of failure to interrogate was not confirmed. Device was received in backup mode which was triggered due to power on reset (por) caused by low battery voltage. The original battery was depleted to end of life (eol) level. Longevity assessment was performed, and device did not meet projected longevity and was considered premature depletion. Electrical analysis on the device hybrid was performed and the cause of premature depletion was found to be high current drain to an anomalous integrated circuit (ic).

Event description:
It was reported that the patient felt faint and was sent to the emergency room. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.